Manufacturer narrative:
The device was returned as part of the asset return process, the aw (air/water ) tube has remains of white foreign material and the aw (air/water) cylinder has foreign materials. This was due to insufficient reprocessing. In addition to the findings in the b5, forceps channel had a dent; grip was scratched; s-cylinder (suction cylinder) was discolored; switch box was scratched; el-connector (electrical connector) was damaged; sc (scope connector) was scratched; s-connector (scope connector) was scratched; distal end discoloration; connecting tube was wrinkled; lg (light guide) adhesive was cracked; objective lens adhesive was discolored; universal cord coating was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the aw (air/water) tube and the aw (air/water) cylinder has foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (d8) was this device serviced by a third party? No was selected, (h4) device manufacturer date was added, and the following corrections were made: (d9) returned to manufacturer date was added as it was inadvertently omitted. (G3) date received by manufacturer. The aware date is 22-dec-2023. 10dec2023 was entered in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation for the foreign material adhered to the air/water tube and channel, it could not be determined what the foreign material was. Due to the leakage from the electrical connector guide pin identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.